Event description:
Found during inspection. According to the reporter, the device displayed a premature low battery chargepak icon on. A battery test indicated an internal error with the device.

Manufacturer narrative:
Physio-control replaced the device and is continuing to investigate the reported incident.